Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.50/+5.00/76 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2020 the lens was exchanged. This exchange resolved the problem.